Event description:
The dealer states that the upholstery is tearing at the screw holes on the seat.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.